Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 25 march 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user reported that the system showed results that were different from glucometer measurements. The RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the raw sensor data showed a decline in the sensor performance and depressed reference and signal channels since insertion. The potential root cause of this issue could be related to the in vivo state of sensor hydrogel, which is the chemical component of the sensor. The user was offered a sensor replacement as a resolution. B4. Date of this report 21 june 2025 g3.date received by the manufacturer? 21 june 2025 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315.